Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The field service engineer replaced the flow sensor assembly to address the reported problem. The gas delivery system (gds) was returned and the reported issue was confirmed. Root cause failure determined to be fault in u1 of airflow sensor subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) reported that the unit failed air delivery/flow accuracy test during preventative maintenance (pm). There was no patient involvement.